Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that while removing the wire through the needle during a nephrostomy procedure, the wire uncoiled. The wire was introduced in and out of the needle, multiple times during the procedure. During removal of the wire when resistance was met, the physician used a little more force and the wire came out with the tip uncoiling. The physician stopped and a second wire was inserted. The physician then removed the broken wire without incident. It was reported that difficult anatomy of the patient may have been a contributing factor. No harm or injury was reported.